Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no vibration on their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support tested with the patient the vibrate profile on high alert. The patient reported the alert did not vibrate.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of no vibration. The root cause was determined to be a defective vibrate motor.